Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed upon reviewing the session records. Programming changes were made and no further issues were seen.